Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. The customer reported to have replaced the gui to bd cable assembly. The ventilator passed all testing.